Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump was not working and displayed error messages including occlusion errors. Caller reported the patient experienced elevated blood glucose levels requiring hospitalization resulting in serum insulin treatment; no blood glucose readings were provided. Requested return of the alleged device and replacement will be provided.